Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump had discoloring of battery area, color turned black and brown also stated battery compartment was over heated. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. Customer stated issue was resolved after inserting the new battery. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.